Event description:
Caller reported that her pump was turned off while she was admitted to the hospital for reasons not related to diabetes or the pump and needed assistance turning the pump back on. The customer's blood glucose level rose above 400 mg/dl due to the issue, requiring assistance from a nurse who helped administer insulin to stabilize her levels. Cts educated the caller on how to turn the pump back on, reload the cartridge, and pair the sensor.